Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Procedure: the patient had a significant history of right knee revision. Patient underwent knee revision, irrigation and debridement and synovectomy to treat acute infection outside of cors scope. Patient underwent total right revision to treat the disfunction and arthrofibrosis, liner was exchanged (B)(6) 2016. Reported as cors per 2920 knee. Patient had acute infection after infection free many years. Then patient underwent right total knee revision, had replacement for liner surgery (B)(6) 2019. The patient underwent right total knee revision one component, irrigation debridement of open wound. Complex closure of right knee wound on (B)(6) 2019.